Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the circuit board on the heartstart xl was burnt out. There was no patient involvement.